Manufacturer narrative:
Exemption number e2015058. (B)(4). The device history records for the returned sam 500p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 300p from heartsine technologies, (B)(4) on 4th october 2011. On receipt of the device the history and memory logs could not be downloaded and all illustrational led's on the membrane were illuminated. Upon visual inspection of the returned device the lower case appeared discoloured and the device serial number was peeling and stuck down with sellotape. The device was disassembled for further investigation. The device was returned to the supplier to x-ray a microchip which showed several solder shorts. This was replaced and the history and memory logs were now able to be downloaded. The history log for this device showed that the pad-pak was first installed on the 11th october 2011 and that it had performed to specification up to the last log entry on the 24th july 2016. During this time the pad-pak was removed and re-installed on 12 occasions for periods of up to 6 months. During the above period the device records 604 manual power ups, many of which exceed the ten-minute time-out which would indicate that the device had detected an in-range patient impedance samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event .on/off button does not work.